Event description:
It was reported that the patient underwent a procedure in which the spinal cord stimulator (scs) system was explanted due to inadequate stimulation. There were no patient complications. The explanted devices will not be returned as they were discarded by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion? Cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Brand name: infinion? Cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Investigation summary: based on the available information (in the absence of product return) boston scientific concludes that the reported event of inadequate stimulation could not be confirmed. Device history record review: a review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the devices were disposed by the medical facility and not returned for analysis. Therefore, a physical analysis could not be performed in our laboratory. Labeling review: a product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Investigation conclusion: the explanted scs system components were not returned for analysis, as they were discarded by the medical facility; therefore, no direct evaluation of the devices was available for this investigation. Review of the device history record confirmed that the devices met all specifications prior to distribution. No additional device specific or clinical information was available to further assess the reported event. Based on the limited information, the reported event of inadequate stimulation was not able to be confirmed as the devices were not returned for analysis. Therefore, the root cause of the reported clinical observations cannot be established.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion? Cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 3183328 UDI: (B)(4). Brand name: infinion? Cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7070903 UDI: (B)(4).

Event description:
It was reported that the patient underwent a procedure in which the spinal cord stimulator (scs) system was explanted due to inadequate stimulation. There were no patient complications. The explanted devices will not be returned as they were discarded by the medical facility. The patient was doing well postoperatively.